Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump became hot to touch when the pump was plugged in to charge. At the time of the event, the pump alerted to the battery becoming hot with multiple valid temperature alarms occurring.there was no reported impact to customer's blood glucose. The pump was replaced to address the issue.